Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the battery charge was not retained. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's battery to resolve the issue. The device was subsequently returned to the customer for use.